Manufacturer narrative:
During inspection and testing, a foreign object came out of the air/water nozzle due to insufficient reprocessing. The reported issue (no image) was not confirmed. In addition, angulation in the up direction did not meet the standard value and the play of the up/down knob was out of standard due to angle wires being stretched, the adhesive on the bending section cover was chipped due to deterioration, the connecting tube was discolored due to handling, the objective lens was discolored due to deterioration caused by chemical stress, the adhesive around the objective lens was peeled, there were scratches on multiple parts of the device due to handling, the scope connector and air/water cylinder were corroded due to handling, there were white dots in the image due to a charge coupled device pixel error, the zoom function did not operate smoothly due to damage on the zoom (charge coupled device), and the image was noisy and could not be seen due to damage on the scope connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was no image displayed from the subject device. There was no harm or user injury reported due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a foreign object came out of the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material which adhered to the electrical contacts and became an insulator, and it blocked the communication of the circuit board inside the scope. Furthermore, on the origin of the foreign material, presumably the foreign material was a part of resin since it was confirmed that a part of resin around the material adhered was shaved. Applicable parts are inside the scope connector. Therefore, the event was unlikely to have occurred by external stress, and it was therefore judged that the event occurred when assembling the device at manufacturing process. It was judged that the cause of insufficient water removal (to clean the lens) was the presence of foreign material at the opening part of air/water nozzle. On the origin of the foreign material, according to the result of component analysis, it seemed that the white material was an antifoam agent such as residue of chemical solution composed mainly of silicon and the brown material was origin of human body such as body fluid and residue of dirt. Furthermore, it was not possible to further presume the cause of the material remained in the air/water nozzle since deviation of reprocessing at the facility could not be confirmed. However, presumably the device was not cleaned sufficiently temporarily for some reason, and the material was not removed completely. On the residual foreign material, it is suggested that the user facility review the method of reprocessing steps for the device in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.